Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and patients concern with product.

Event description:
Healthcare professional reported "a right side late seroma and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device explanted and unknown if device will be returned.